Event description:
"S/p b sq mastx (80%) for fcd (mild mastodynia, lumps, no bx and -fh) with immediate 225cc h/s gel submusc placed thru infra scars. Pt c/o firmness b progressive over yrs with shooting pains, right greater than l and burning on l with progressive shifting - denies decreased size or h/o trauma. Also c/o progressive systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturb, swollen glands, hot flashes, sweats, headaches, tmj probs, visual disturb, dizzy spells, memory probs, dry mucus membranes, hair loss, oral sores, rashes, sens sun/cold, sob, cp, costochondritis, increase in spider veins, wt gain, gi/gu disturb, and easy bruising. Pt otherwise healthy."